Event description:
Patient underwent a removal of a depuy attune knee implant. The patient stated that the knee implant prematurely failed. The knee implant was removed from the patient and, upon the patient's request, sent to a third party laboratory for preservation and analysis for possible litigation on behalf of the patient against the device manufacturer.